Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem of "heat" was confirmed. The attachment exhibited excessive temperatures in the elbow and base during testing. It was determined that the heat was caused attachment. If addition information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.